Event description:
The customer reported that the system lost power resulting in an uncommanded shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and identified as having a false contact. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.